Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer reported they did not believe their blood glucose level was impacted. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated a backup pump is available.